Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: evaluation of the returned device confirmed the device was damaged. The noted wear is consistent due to repetitive use and servicing in the field and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic femoral impactor was cracked and all pieces were accounted for. The pin puller would no longer work correctly. No surgical delay.